Event description:
The rn flushed the patient's hickman line. During the flush the patient stated he felt like he was getting wet. The nurse examined the line and noticed a tear in the red lumen side of line. She clamped the line with both the attached white clamp on line, and a yellow plastic kelly clamp. Both clamps were placed above the site. The catheter was removed from the patient, and a new one was placed.======================manufacturer response for hickman, hickman (per site reporter).======================awaiting response.device #1is this a laboratory device or laboratory test?no.